Event description:
Device was used during a cholecystectomy, the jaw did not open even if moving the handle. Another device was used to complete the case. There were no adverse consequences to the patient.